Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (dmg cable / code 204) was confirmed. Upon evaluation, the trunk cable was pulled from the distribution node (dn) strain relief, damaging the j702 connector on the dn pca board. The cause of the code 204 is the damaged cable and connector. In addition, the cable connecting the dn and rear therapy electrode (te) was pulled from the dn strain relief, damaging the j704 connector. The root cause of the damaged cables and connectors is excessive force placed on the cables. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204 and had damaged cables.